Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:00620005022 lot number:63392305 brand name: acetabular shell, catalog number: 00630505036 lot number:63687033 brand name: acetabular liner, catalog number: 00625006540 lot number: 63604709 brand name: bone screw, catalog number: 00801803601 lot number:63695998 brand name: femoral head. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to pain and observed stem subsidence approximately 7 months post implantation. Additional information on the reported event is unavailable.